Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported no flow of a certas valve: the valve was implanted in (B)(6) 2019 in a pediatric patient via vp shunt. While it is unknown if the valve malfunctioned, the patient did require a revision surgery on (B)(6) 2020 where they implanted a new certas plus valve because it showed no flow across the valve. It didn¿t look like there was any debris or blood products inside the valve.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was received for evaluation: device history record (DHR) - lot number 3830605, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve was hydrated. The position of the cam when valve was received was at setting 5. The valve passed the test for programming, flushed, siphon guard, reflus and pressure. The valve was leak tested, only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for the problem reported by the customer could be due to "biological debris and protein build up, no functional issues were noted during the investigation.